Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Physician reported "implant rupture". Ultrasound and MRI performed. Subsequently, medical reported identified " residual amount of liquid in the folds of the implant" device has been explanted and replaced with a non-allergan device. This relates to the right side.

Manufacturer narrative:
Visual analysis of the photographs identified: through the photos provided, it is not possible to determine the lot number and catalog. Observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Physician reported "implant rupture". Ultrasound and MRI performed. Subsequently, medical reported identified " residual amount of liquid in the folds of the implant" device has been explanted and replaced with a non-allergan device. This relates to the right side.